Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "rupture" and later healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a - partial implant date provided as 2011. Date in d6a was adjusted/removed as device was not manufactured until 07/feb/2011. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d4, d6a, d6b, h4, h6